Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The customer was instructed to reload the software to address the issue.